Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had their ins and lead replaced in (B)(6) 2019 and it¿s not working for him. Patient had the hcp (healthcare professional) check it out. They turn it up a little bit, then later the patient doesn't feel the stimulation. Patient will feel the urge to go. He urinates 200-300 cc at a time. He stops and thinks he is done. Patient caths himself and then gets another 5-700 cc out after he has already gone. Patient has an appointment next monday, (B)(6), with the doctor. Patient said he was thinking about seeing if he can get into the hcp to see if his prostate is shutting off. Patient provided pertinent medical history: several years ago he had prostate cancer, had operation, and 45 radiation treatments and they told him he has kidney problems. Patient called back later after charging external equipment and was able to connect and adjust the setting. Patient plans to monitor symptoms for about a day and if doesn't notice any improvement to make another adjustment and/or switch program if needed. Patient weight 210-215 pounds. No further complications were reported or are anticipated.